Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's wife called to report that the batteries were draining quickly and after inserting a new battery, the device alarmed power error detected. The customer's blood glucose level was unknown. The customer also received a replace battery now alarm. The customer was sent a replacement battery cap and was advised to monitor the device and call back if problems persisted. Nothing was replaced or returned for analysis.